Event description:
Customer reportedly obtained results of 217 mg/dl and 115 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. Customer had the device miscoded at the time of the comparison. No quality controls were used. Requested return of suspect device and replacement was sent.